Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. As of today, the ts recommendations regarding this device are pending. A supplemental report will be provided once the analysis has been completed. This device remains in service. No adverse patient effects were reported.